Manufacturer narrative:
The product has been returned to the MFR and is currently being evaluated.

Event description:
The artery extension tubing had a split. It was found soon after placement while heparin saline solution was infused.